Manufacturer narrative:
A lot number of 0000611 was provided, however this lot number is invalid. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device reportedly will not be returned. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon experienced difficulty inserting a guide wire and clearing the large amount of soft tissue due to the patient's size. The patient was undergoing an initial trochanteric fixation nail advanced (tfna) procedure for a subtrochanter fracture on (B)(6) 2016. The surgeon tried to abduct the leg which added more pressure increased difficultly. The helical blade missed going through the nail during insertion. The surgeon was not able to get an x-ray to confirm the position of the bone. Both the nail and blade were removed. The surgeon inserted an alternate nail and blade and the procedure was completed successfully. There was a sixty (60) minute surgical delay. The patient outcome was reportedly fine. This is report 2 of 2 for (B)(4).